Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. Subsequently, the patient underwent revision surgery under general anesthesia on (B)(6) 2025, in order to transition the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the new internal fixture, while the old internal fixture was left in situ.